Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery for a left phalange fracture using a compact hand system on (B)(6) 2018, the base portion of the drill bit 1.3 was broken while drilling the first cortical to make an interfragmentary compression of the third screw. While another drill bit (1.0) was also broken upon drilling for the second cortical to make an interfragmentary compression of the fourth screw. The broken fragment of the drill bit was left inside the patient. It is unknown if there was a surgical delay. The patient condition was fine, surgical outcome was unknown. Concomitant devices: screws (part unknown, lot unknown, quantity unknown). This report is for one (1) drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 513.005, lot: f-21331, manufacturing site: selzach, supplier: sphinx ag, release to warehouse date: 07.jul.2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: the instrument was not returned and instead will be based on the supplied image (¿x-ray¿). The image was reviewed and the complaint condition of broken (2+ pieces) intraoperatively for the instrument could not be confirmed as the image provide it cannot be determined what the broken embedded item is. However, based on the complaint description and taking a conservative approach the complaint will be confirmed for a broken embedded drill bit. As the instrument was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review, was performed for the returned instrument¿s lot number and no material record reviews, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A material review was also performed and was determined to be conforming. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.